Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device fails the pads self-test at times. The device was not in use on a patient.